Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor completed a percutaneous coronary intervention using a 6fr cordis sheath in the common femoral artery. After the procedure was complete, the doctor inserted the j wire packaged with the angio-seal device into the 6fr sheath and the sheath was removed. The angio-seal arteriotomy locator was prepped per IFU and inserted over the j wire. The arteriotomy locator assembly would not advance into the common femoral artery and was subsequently removed over the j wire. A 6fr cordis sheath was then inserted over same wire at which point a mynx device was selected to close the arteriotomy. The mynx deployment was successful and hemostasis was achieved. The procedure was completed successfully. The patient was reported to be in stable condition.